Manufacturer narrative:
The customer was sent a replacement.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that a cholesterol reagent pack was received leaking. No injury was reported.